Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that a laparoscopic gastric sleeve procedure was performed on (B)(6) 2015. The patient had a leak on the floor after procedure on (B)(6) 2015. The patient was treated by ir. The procedure was completed as normal. The cartridge is not available for return.